Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was removed from service in storage, it was discovered that the direct current (dc) charging port had physical damage resulting in the center pin missing. Due to this, the device was unable to charge. As the device was removed from service at the time of the event, there was no patient involvement.